Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One sample was returned to the plant for evaluation. The set was visually checked and the bag used for this product was missing the injection site. The reported issue was confirmed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter that a rubber stopper was missing from a peritoneal dialysis empty bag system. The customer indicated solution leaked out. There was no patient involvement.